Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.2, lab: 5.9. Time between testing: within a half hour. Therapeutic range: 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.